Event description:
The customer alleged that she tested her blood glucose using her 2 contour meters and at times, received a 100 mg/dl difference between readings. Exact readings were not provided, but depending on the actual readings, the difference could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer ended the call before any additional information could be obtained. The customer service representative attempted to call the customer back, but was unable to speak to her. No product will be returned.